Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), genital haemorrhage ('bleeding: other/ bleeding outside of menstrual cycle') and seizure ('seizures') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti(urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition problem"), seizure (seriousness criterion medically significant) and abdominal pain upper ("stomach cramps and bleeding outside of menstrual cycle") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, headache, nausea, nervous system disorder, seizure, weight decreased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, nausea, nervous system disorder, perforation, seizure, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: the plaintiff received treatment for bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- dyspareunia, dysmenorrhoea, female sexual dysfunction, genital hemorrhage, hypersensitivity, perforation, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, headache, nausea, nervous system disorder, seizure, weight decreased, abdominal pain upper, device monitoring procedure not performed. Verbatim ¿bleeding outside of menstrual cycle¿ clubbed with ¿genital haemorrhage¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and seizure ('seizures') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's concurrent conditions included altered state of consciousness since (B)(6) 2009. Concomitant products included ibuprofen since 2009 and sertraline hydrochloride (zoloft) since 2009. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding: other/ bleeding outside of menstrual cycle"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti(urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition problem"), seizure (seriousness criterion medically significant), abdominal pain upper ("stomach cramps and bleeding outside of menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal,"), bladder disorder nos ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems") and pelvic pain ("pain") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, headache, nausea, nervous system disorder, seizure, weight decreased, abdominal pain upper, vaginal haemorrhage, menorrhagia, bladder disorder nos, urinary tract disorder, tooth disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain upper, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, nausea, nervous system disorder, pelvic pain, perforation, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and bladder disorder nos to be related to essure. The reporter commented: the plantiff received treatment for bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge. Discrebancy noted as essure insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. New events added: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes , dental problems, pain: pelvic pain. Concomitant drugs and lab data and reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.